Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown oxford femoral component; item#: unknown; lot#: unknown. Unknown oxford bearing; item#: unknown; lot#: unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee revision due to loosening. Approximately 5 months post-implantation. Due diligence is in progress for this event; to date, no further information has been provided.